Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose level was unknown. The customer stated that sometimes insulin squirts out during priming. The customer also stated that the insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.